Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation. Although, the cover detached during treatment and struck the pt in the head, no injury occurred.

Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond exam and/or diagnostic testing has resulted. Varian service is on schedule to perform a site visit to apply a modification to the device. This modification is a varian approved modification which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a pt was referred for CT exam (which was negative). No additional f/u to this MDR is expected.